Event description:
Patient reported "possible right rupture" and " right implant is very hard". Patient additionally reported "legs have been feeling heavy, face is swollen, eyes are red, has been gaining weight, and loosing hair... Feeling very fatigue and there is non stop ringing in ear."; these events are not device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device remains implanted.